Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test. The test reservoir p-cap was able to lock in place. Device passed self test. No missing segments noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the display of the insulin pump was hard to read. No harm requiring medical intervention was reported. The device will be returned for analysis.